Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. The customer's blood glucose was 250 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.